Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent audio output.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. Dexcom has issued an rga for patient to return their device to be investigated. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.